Manufacturer narrative:
Attempts were made to obtain complete event information. Further information was requested on the reason for replacement but was not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000040814.

Event description:
It was reported the patient underwent surgical intervention wherein one lead was replaced for an unknown reason. It is unknown which lead the allegation is against.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's lead was replaced due to lead migration.